Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter. The customer stated: "plastic protruding inside the tube."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: no samples and 1 photo were returned by the customer in support of this complaint. Lot number is unknown. Evaluation of the photo confirmed the presence of damage to the inside of the tube, on the side wall, has an indention and the plastic has been peeled away from the inside wall of the tube. No unused samples have been returned for evaluation. Nowhere on the production line is there anything introduced to the inside of the tube that would cause this type of defect. Bd was able to confirm the customer¿s indicated failure mode with the photos that were returned. Lot number is unknown; therefore, no retention samples are available. The exact cause of the failure mode could not be determined. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was foreign matter in tube; biological and nonbiological. The following information was provided by the initial reporter. The customer stated: "plastic protruding inside the tube."